Manufacturer narrative:
The device was in use for treatment. The atrial lead was capped (taken out of service) and will not be returned for analysis. As a result, the allegations against the lead (fracture) cannot be confirmed. Review of the device history record found no rejects for this lot number during manufacturing. In addition, there are no additional complaints against this lot number. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. This lead was implanted for approximately 5 years, 5 months. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the atrial lead was capped (taken out of service) due to lead fracture.